Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the proximal right coronary artery. During the initial insertion, the physician attempted to place a taxus express2 3.0x8mm drug eluting stent but was unable to cross the lesion. As the device was being withdrawn, the stent dislodged, the dislodged stent was retrieved with a snare. The procedure was completed with another MFR's stent. No further pt complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.